Manufacturer narrative:
The needle was extended and retracted with difficulty. The reported event occurred before use on the patient. No additional information is available. One non sterile catheter outback was received coiled inside a plastic bag. There were blood residues observed in the catheter. The cannula needle was received retracted. One kink was observed approximated 2.5cm from distal tip end. The catheter measure 121.0cm of length usable according to specification. No other anomalies were observed in the returned device. Pressurized water was applied to the catheter through the guide wire port and exits through the tip then through the haemostatic rotating valve and does not exit through cannula port. A 0.014' guide wire was inserted through cannula port and exits through the guide wire port. The guide wire was then inserted through the guide wire port and exits through the tip. Cannula could not be deployed due to one kink approximated at 2.5cm from distal tip end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure cannula needle retraction difficulty reported by the customer was confirmed, since functional test was not performed due to a kink in the outer shaft at 2.5cm from tip end. The cause of the (secondary failure) could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore; no corrective/preventive action will be taken. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, it was noted that the returned device was kinked and may have been the cause of the resistance noted during cannula deployment.

Event description:
The needle was extended and retracted with difficulty.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.